Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with needle retraction failure. There was no report of injury or medical intervention.

Manufacturer narrative:
DHR review was performed on lot number 8037843. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qns was initiated during the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Observations and testing could not be performed because units were not received for investigation of this incident. Conclusion(s): the defect needle retraction failure; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing.

Event description:
It was reported with the use of the bd insyte autoguard shielded IV catheter there was an issue with needle retraction failure. There was no report of injury or medical intervention.